Event description:
The patient had a catheter replaced and had bruising in the back. The pump was used to infuse an unknown type of drug. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l82262, implanted: (B)(6) 2000, product type: catheter. (B)(4).